Event description:
It was reported that the patient presented in clinic for initial implant procedure on (B)(6) 2025. During procedure, it was found that the right ventricular (rv) leadless pacemaker (lp) exhibited no current of injury and high pacing impedance. The rvlp was not implanted, and an alternate near at hand was implanted instead. There were no patient consequences.

Manufacturer narrative:
The reported events of no current of injury and high pacing impedance could not be confirmed. Visual inspection, specification measurement, and analysis, including impedance measurements and longevity assessment of the device were normal with no anomalies found. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.